Event description:
The facility reported an infusion pump with failure code 810:01 during pt infusion. No additional contact info was provided. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.